Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who reported that the recharger will not charge the ins because it is blank and beeping every 3 seconds. The recharger was reported to be frozen and indicated they tried resetting the recharger twice with two different representatives which did not resolve the problem. The patient reported having pain and discomfort. No further complications was reported and/or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.